Event description:
It was reported that during the pre-use inspection of the hx-110lr, the operation wire of the clip device could not be projected (stuck), when the inside of the coil sheath was checked, it was found that something like metal or plastic was clogged inside the coil sheath. No patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Evaluation found no deformation or buckling in the insertion part of the rotating clip device. There was no deformation at the tip of the insertion part of the rotating clip device. Visual check found the clip was attached to the tip of the hook. Functional test was performed for both clip and hook (pulling out and pulling in ) and was able to stick out and pull in smoothly. There were no abnormalities such as buckling of the operation wire, bending or deformation of the hook. There were no other abnormalities found that could lead to the event reported. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. D4 and h4 of the initial medwatch are updated. Correction to g3 of the initial medwatch. The aware date should be 14-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the clip attached to the hook caught the coil sheath and made it difficult to operate. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.